Event description:
Report received of smoke coming from the device when it was plugged into ac power. The pump was programmed for use with a patient. When it was plugged into ac power, smoke was noted "pouring out of the device". There were no flames or sparks noted. The customer contact reported that the "body" of the device was very hot to touch. The pump was not yet connected to the pt. The pump was replaced and therapy was continued without delay. There was no reported harm to the patient or any staff member.